Manufacturer narrative:
The insulin pump was received with black screen due to faulty lcd board. Functional testing was not performed due to black screen. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 300 mg/dl. The customer states that they have high blood glucose reading because they just got a cortizone injection. Advised to discontinue use of the insulin pump and revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.